Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump passed rewind, basic occlusion and displacement test. No motor error alarm noted. The motor passed motor test. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. No unexpected battery out limit noted. The insulin pump received with moisture damage on lcd board, broken battery tube thread, cracked reservoir tube lip, minor scratches on display window, and stained end cap sticker noted.

Event description:
Customer reported via phone call to have fallen into a swimming pool and insulin pump experienced a motor error alarm and battery out limit. Customer was not able to navigate through pump for troubleshooting. Customer was advised that insulin pump would need to be replaced.